Event description:
It was reported that the patient had original implant removed due to infection that was unrelated to the total ankle surgery. Implant was removed and antibiotic cement spacer was inserted. Oral antibiotics prescribed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient had original implant removed due to infection that was unrelated to the total ankle surgery. Implant was removed and antibiotic cement spacer was inserted. Oral antibiotics prescribed.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and health care professional opinions. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿contraindications include: infection at the ankle site or infections at distant sites that could migrate to the ankle.¿ formal medical opinion was sought from an experienced independent medical expert, and he opined as below- ¿the implant is removed. There is cement inserted in the area of the former joint. No implant visible. The finding in the CT-scan is consistent with the given information (¿patient had original implant removed due to infection that was unrelated to the total ankle surgery. Implant was removed and antibiotic cement spacer was inserted.¿)¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by infection which in turn leads to implant removal and cement spacer inserted in former joint. If device is returned or any further information is provided, the investigation report will be reassessed.